Event description:
The customer reported being at the emergency room due to high blood glucose over 1400 mg/dl. The customer stated that she had received a no delivery alarm while primping the insulin pump. The customer called back and stated that the no delivery alarms continued. Troubleshooting was performed. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including displacement test. After testing it was concluded that the device operated within specifications. Unable to confirm no delivery alarms.